Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported (B)(6) the patient experienced ineffective stimulation due to lead 'misplacement'. Hence, surgical intervention was undertaken on (B)(6) 2018 to revise the lead. Details with respect to the issue and the intervention performed on the lead have been requested.

Event description:
Follow-up identified the lead was not placed in the correct location. Hence, this issue was resolved during surgery. Effective stimulation was restored following the procedure.